Event description:
It was reported "the tube which must be inserted in the plastic holder comes off from his own compartment blocking the passage of urine". Note: issue occurred on (2) separate cases. A separate 3500a form has been completed for the other (1) case.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Add'l info was requested on (B)(4), (B)(4) and (B)(4)2014. Add'l info received via email dated: (B)(4)2014 in response to the question: can we inquire as to if the blockage or urine is from the tube leading away from the catheter or blocking the drainage of urine from the top measuring device to the bag below? Response: "the blockage or urine is from the tube leading away from the catheter". To date no add'l info has been received. Should add'l info become available, a follow up report will be submitted.